Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There is an allegation of a questionable elecsys troponin t hs assay result for a patient sample tested on the cobas e 801 analytical unit. The initial result was 54 ng/l. The repeat result was 5.10 ng/l. Subsequent testing with a second blood draw showed a result of 5 ng/l.